Manufacturer narrative:
Concomitant medical products: evolutr-29-us transcatheter valve, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited occasional intermittent rv undersensing. Electrograms were faxed to the physician for review. The lead remains in use. No patient complications have been reported as a result of this event.